Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the batteries were not fully seated causing the error codes to appear. The se re-seated the batteries and reloaded the current software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery on a 980 ventilator was not charging. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Batteries were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed and minor scratches were found on the side of the batteries. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue isolated to the adc (analog digital converter) voltage was out of range. If information is provided in the future, a supplemental report will be issued.